Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation nose irritation inflammatory response lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.